Event description:
A distributor in (B)(6) reported that a rt021 catheter mount tube was damaged. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected. Results: visual inspection revealed that the tubing cuff of the catheter mount was split in two places at the swivel end. A lot check revealed one other complaint of this nature for lot number 140326. Conclusion: we are unable to determine the cause of the damage to the returned rt021. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount became damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported that a rt021 catheter mount tube was damaged. This was observed prior to patient use.